Manufacturer narrative:
This issue is not expected to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 469 mg/dl with associated symptoms of confusion and dizziness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes management. The reporter alleged the pump's time and date reverted to the default settings after the battery had been removed for less than 24 hours. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with an alleged pump malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: review of the black box data confirmed that the time/date reset to default setting after power on reset. The pump history showed the pump was running on incorrect time/date since (B)(6) 2016. The black box data shows the pump was manually suspended on 2007-01-13 at 23:22. A manual time/date change was then made from (B)(6) 2007 04:54 to (B)(6) 2016 16:57. Deliveries resumed at (B)(6) 2016 17:05. On investigation, he pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours. Testing confirmed when the battery was reinserted after 6 hours without power, the time and date reset to the default setting. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Visible inspection confirmed the bt1 internal battery was leaking. Unrelated to the original complaint, the display screen has a pinkish contrast. (B)(4).